Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being unable to complete the ilet setup during the fill tubing step, as the touchscreen did not respond to selecting ¿yes¿ when drops were observed. The user was able to select ¿no¿ but could not progress past this step. A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.